Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-jun-2024, it was reported that the patient faced insulin in adhesive area. The infusion set was in use for under 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.